Event description:
The following has been reported: tubing set problem alarm no reported patient harm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
N/a,

Event description:
The device was returned for valve 2 leak failure. Device was provisioned to 5.9.2. Software which addresses leak rate failures for valves. The pump was put through mock infusions without reproducing any alarms. Upon reviewing the log files for this device it was seen that the leak rate for valve 2 was near the new values resolved in the 5.9.2 software and as such the device will be put through all functional testing. Internal investigation found no physical damage.